Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. It was noted that there was dried saline on the coil and in the burr annulus. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. No issues were noted during microscopic examination. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an abnormal coating was observed on the distal burr side. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ burr was selected for percutaneous coronary intervention procedure. During preparation, it was observed that there was an abnormal coating on the distal burr side. Additional information further described the coating as a sticky feeling and like a texture of a plastic melting. In addition, the abnormal coating was referred as a foreign matter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that an abnormal coating was observed on the distal burr side. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention procedure. During preparation, it was observed that there was an abnormal coating on the distal burr side. Additional information further described the coating as a sticky feeling and like a texture of a plastic melting. In addition, the abnormal coating was referred as a foreign matter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).